Event description:
Md performing circumcision. First elected to use clamp size 1.3, then switched to 1.45. Several hours later, nurses reported redness and swelling. Pediatric surgeon called to suture tear in penis. Follow-up to be done two weeks later in office. In analysis of the situation, rptr was not able to locate the exact clamp due to the time delay in reporting the problem.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was not destroyed/disposed of.